Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified, 85% stenosed lesion in the mid left anterior descending coronary artery. An unspecified trek balloon dilatation catheter was used to pre-dilate the lesion. The 3.0x33 mm xience prime stent delivery system (sds) was advanced in the patient anatomy; however it failed to cross the target lesion for unknown reasons. Further attempts to cross the target lesion were unsuccessful. An attempt was made to remove the sds; however the stent dislodged from the sds and was stuck in the guide catheter, compressed into a ring. A capture device was used to remove the stent. An unspecified xience prime stent was implanted to complete the procedure. The patient's final outcome was satisfactory; however during removal of the stent the intima of the radial artery was perforated. A compression bandage was applied to achieve hemostasis. There was no significant clinically delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent damage and dislodgement were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the device could not be replicated due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of perforation is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The reported patient effect of tissue damage is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.

Event description:
Based on a review by the av clinical group, the reported perforation of the intima in the radial artery, which was treated only with a compression bandage, would be considered tissue damage rather than a true perforation.